Manufacturer narrative:
Product ID 694765, lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection of unknown origin. The implanted implantable cardioverter defibrillator (ICD) system did not show any vegetation; however, the physician opted to explanted the entire system to help with the infection. In addition, the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.